Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the specification, deformation, crease folding. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to ruptured device were observed. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and "its aching". The device has been explanted.